Manufacturer narrative:
This report is for a large external fixator, part and lot number unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) : verbatim from the complaint report: ¿patient had bilateral external fixation hardware in both legs. Scan of know was aborted following t1 xor sequence. Body coil was used because local knee coil could not be positioned over the knee. Patient complained of excruciating pain across both legs (like being hit across both legs with a hammer) during a sequence. Brought out of scanner to assess. Pain persisted in the right leg at the point of insertion of one of the external fixation rods¿. Analysis by internal product engineer and nurse of this complaint has been interpreted to most likely be that a magnetic resonance imaging (MRI) was performed on the patient and the scan was aborted due to pain possibly created by incompatible materials heating up. Attempts are being made to clarify the information this report is for a unknown large external fixator this is report 1 of x for (B)(4).